Event description:
It was reported that a week after surgery, the pt experienced a dislocation with a nugrip device. The surgeon decided to perform a revision surgery to reshape the trapezium to better match the implant head. The original implant was extracted and a new device of the same size was implanted. The surgeon noticed a significant difference between the device that was removed and the one that was just implanted.

Manufacturer narrative:
The product was returned for eval. It was discovered that the product was actually (B)(4). Further investigation determined that two different nugrip lots were found to be incorrectly labeled and consequently placed in the incorrect box. A recall was initiated and reported to the FDA (B)(4) district for the 19 devices determined to be incorrectly labeled (report # (B)(4)).